Manufacturer narrative:
D9: date returned to mfg.: 3/24/2026. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump had an event of over infusion that occurred during pre-test¿ was not replicated. Accuracy testing was within specification. The most likely cause of the report error was the motor loose/play or low psi on the downstream occlusion (dso) sensor. Replaced expulsor assembly, motor assembly and recalibrated dso sensor to resolve the report error. The device passed all functional tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the pump had an event of over infusion that occurred during pre-test.